Event description:
It was reported the patient experienced wound dehiscence approximately one month post implant. It was noted the device fell out and was replaced. Antibiotic therapy was administered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).